Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) motherboard had a burnt spot on it. The biomed indicated that the machine displayed the low flow error message. The biomed is unaware as to whether the machine alarmed. The biomed said there was a burning smell and a burnt spot was discovered on the motherboard. The biomed did not request help troubleshooting and was only requesting to know if the machine was still under warranty. It was requested that the motherboard be returned as a sample for investigation, but the biomed declined. There was no indication of patient harm or involvement and no medical intervention was reported. Additional information was requested but not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) motherboard had a burnt spot on it. The biomed indicated that the machine displayed the low flow error message. The biomed is unaware as to whether the machine alarmed. The biomed said there was a burning smell and a burnt spot was discovered on the motherboard. The biomed did not request help troubleshooting and was only requesting to know if the machine was still under warranty. It was requested that the motherboard be returned as a sample for investigation, but the biomed declined. There was no indication of patient harm or involvement and no medical intervention was reported. Additional information was requested but not received.

Manufacturer narrative:
Plant investigation: the component was not returned; a physical investigation was not performed. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.